Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the handpiece motor seemed to be operating but with no impact or movement forward. It was reported that the impactor was received with no visual damage or wear. The impactor accepted and locked in attachments. The devices anvil extended and retracted easily. It was reported that the impactor accepted the battery and locked in the battery easily. However, the impactor did not run as intended. Upon housing removal, no issues were noted. The rear can was removed, and no issues were noted. The motor was removed from the drive body and it was noticed that the lead screw was broken off into the piston driver. It appeared that the motor was sitting cockeyed on the motor mount, which contributed to this broken lead screw. The assignable root cause of this condition was determined to be traced to a manufacturing issue. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the impactor device was not working properly and was broken. It was further reported that the device made a sound like the gears were grinding. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.